Event description:
The lay user/ patient contacted lfs on (B)(6) 2011 alleging that their verio pro meter powers off during use. The patient did not exhibit any symptoms due to the alleged issue. This is not the first time the product is being used. The alleged issue was not resolved over the phone. The product was replaced. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The product was replaced and requested back for investigation. The product was returned and tested and the meter passed testing. Patient's allegation was not confirmed.